Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed undersensing/not sensing (asynchronous) in episodes 1049 to 1064, asystole with duration 3 to 13.4 seconds, between (B)(6) 2012, 04:38:22 and (B)(6) 2012, 01:15:45.

Event description:
It was reported that the recorder was undersensing and had r waves abruptly go from large to very small. The recorder remains in use. No patient complications have been reported as a result of this event.